Event description:
On 12-may-2026, it was reported by an arthrex subsidiary employee via email that an ar-4030c-10 device broke at the time of insertion. The issue was discovered during a shoulder arthroscopy procedure on (B)(6) 2026. Additional information was received on 26-may-2026. It was reported that a graft was used during the procedure, specifically a patellar tendon graft for ligament reconstruction. All fragments were successfully retrieved. The case was completed using an ar-4020c-08 biocomposite fastthread interference screw and an ar-4020c-09 biocomposite fastthread interference screw. There was no delay to the surgery, and no additional anesthesia was administered to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.